Event description:
The pt received his scs system on (B)(6) 2010. It was reported the pt did not have stimulation and the charger could not locate the ipg. A new charger was sent to the pt. The sjm rep met with the pt and the new charger and the programmer would not communicate with the ipg. F/u revealed the physician replaced the pt's ipg on (B)(6) 2011.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.